Event description:
It was reported that during the implant attempt the physician was unable to screw out (loosen) the screw from the connector on the device. The device was not used and another device was successfully implanted. No patient complications were reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged, the set screw was damaged and the set screw was lodged.